Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer woke up and noticed that blood sugar levels were high (no values provided), and would not come back down when corrected. The customer¿s doctor advised that the customer go to the hospital. While at the hospital, the customer was placed on intravenous (IV) and given insulin. The customer was released 5 hours later on the same day that they were admitted.